Event description:
Prior to labor and delivery, foley bulb would not deflate. Nurse and physician attempted to deflate foley bulb. Multiple attempts were made. Baby delivered without incidence. Then nurse was able to thread an epidural catheter up the foley catheter into the bulb and deflate the bulb. No damage to mother's bladder or urethra.